Manufacturer narrative:
The insulin pump was received with intermittent blank display and constant tone alarm due to short lcd driver board. Unable to perform all current tests and confirm failed battery test or low battery alarms due to blank display. The insulin pump cracked case at the display window corner cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported the insulin pump alarmed had low battery alerts and failed battery test alarms. The issue has occurred twice. The customer cleaned the battery compartment and changed the battery but the battery indicator went immediately from 4 bars to 2. Blood glucose value was 8.6 mmol/l. The insulin pump would be replaced and returned for analysis.